Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery; however she was able to see insulin going through. It was noted that the alarm was caused by a set or reservoir occlusion. Customer's blood glucose reading at the time of the call was 203 mg/dl. No further information reported.